Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system lightning flash aspiration tubing (flash tubing), an indigo system flash aspiration catheter (flash catheter), a select catheter, and a guidewire. During the procedure, the physician advanced the flash catheter over the select catheter to the left pulmonary artery and initiated aspiration. It was reported that the physician was successful aspirating clot. After aspirating, an angiogram was performed, and some thrombus was still noticed. The physician continued with the procedure and subsequently, noticed that the patient developed a cough, and the oxygen level was slowly declining. It was reported the patient was given an increase of supplemental oxygen. The patient developed a wet cough and continued to decline in oxygen saturation. Oral suctioning was performed, and hemoptysis was noticed. The physician removed the catheters and sheaths from the patient and the code team was called. The patient then left the interventional radiology (ir) room stable; however, was ventilated and was taken to ICU. The patient expired shortly after. The physician reported that the cause of hemoptysis is unknown and indicated that the flash catheter is not related to the event.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event death is included as possible complication in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Placeholder.